Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: on (B)(6) 2019 it was reported that this female patient on peritoneal dialysis (pd) was transported via emergency medical services (ems) to the hospital for unknown reasons. Several attempts were made to obtain additional information without response. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency or documentation that the patient was in active treatment with the liberty select cycler at the time of the event. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported that a peritoneal dialysis (pd) patient was being transported to the hospital by paramedics for unspecified reasons. Additional information has been requested, however, to this date a response has not been received. The date of event is unknown but will be reported as (B)(6) 2019.